Event description:
This event is from a literature review of patients receiving a vessel closure device (vcd) of perclose proglide or a non-abbott device after transcatheter aortic valve implantation (tavi) procedures with and without ultrasound (us). When closing the access site in patients who received a vcd, those randomised to us-guided femoral access compared to non-us-guided femoral access experienced a reduction in major bleeding or vascular complications (20/170 [11.8%] vs 37/158 [23.4%]. It was concluded that us guidance for femoral access may be particularly beneficial when vcd are used. No additional information was provided. Literature title: ultrasound-guided femoral access in patients with vascular closure devices: a prespecified analysis of the randomised universal trial after tavi: the tavi-multiclose study

Manufacturer narrative:
B3: date of event estimated as 01-feb-2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled: ultrasound-guided femoral access in patients with vascular closure devices: a prespecified analysis of the randomised universal trial.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device.based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to fire could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.